Event description:
The customer reported that while reprocessing his olympus visera video system center, the unit was intermittently dropping its image. There was no patient involvement during this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that the reported phenomenon, ¿intermittent image¿, occurred due to a faulty motherboard. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.